Manufacturer narrative:
Device evaluation of the monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. Root cause: the root cause was unable to be positively identified. No adverse event resulted from the open r781.

Event description:
The monitor was returned for investigation into a non-reportable patient death and failed incoming functional testing.